Event description:
It was reported that there was a delay unloading the patient at the hospital and as a result the patient expired. An investigation is currently ongoing to obtain more information regarding the cause of the patient's death.

Manufacturer narrative:
Section b5 has been updated with additional details provided by the user facility. The investigation has been completed and section h codes have been updated to reflect this. Upon evaluation by a stryker field service technician it was found that the issues related to this event are not reportable.

Event description:
It was initially reported that there was a delay unloading the patient at the hospital and as a result the patient expired. The user facility stated that after arriving to a patient's home the powerload would not release the cot, resulting in a 1 minute delay getting to the patient. There were no adverse consequences as a result of the delay. The user facility experienced a similar issue when arriving at the hospital and stated the powerload also lost electric function. The crew and hospital staff were able to ensure proper patient care was administered the entire time. The patient later passed away; however, this was not due to the issues the user facility experienced with the powerload.